Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The patient was seen in clinic. Shock impedance measurements were observed to be within an acceptable range. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.